Manufacturer narrative:
Unit had cracked case battery side and cracked battery tube threads. Unit passed displacement test. During visual inspection, electronics stack and force sensor was corroded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 10.2 mmol/l. The customer reported that the battery compartment was cracked. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.